Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step of the load sequence. There was no adverse impact to customer's blood glucose level. Technical support instructed caller to disconnect tubing, replace it, and perform fill tubing step again, which resolved issue. Caller received education on using room temperature insulin and correct cartridge use, and acknowledged understanding. Caller agreed to return affected infusion set.